Event description:
As reported: trapliner was defective during a recent procedure. According to clinical, it detached during the procedure. Several good faith attempts have been made to receive additional information regarding how the trapliner detached and patient condition with no response from hospital.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
One-unit of trapliner was returned for evaluation. Blood particulates were noted on the catheter. Weld joint separation was observed. Crimp damages was observed on the rx lumen. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. Case details were reviewed. A patient underwent a procedure for cto. A trapliner was used in the case. The trapliner detached during the procedure. The damages are likely to have occurred during use in the procedure along with other devices when operated against resistance. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. Lesion type is unknown. No part of the trapliner was left in the vessel. Patient is fine post procedure. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.